Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'persistent false downstream occlusion alarms' which were verified through a review of the event history log with multiple "downstream occlusion". Evaluation found the cause to be a force sensor out of calibration. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced persistent false downstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.